Event description:
A consumer reports that they have been experiencing visual disturbances following cataract surgery. The disturbances were described as starbursts and halos. The consumer states that they have to wear dark glasses in sunlight and limits going out at night as a result of these symptoms. Yag laser surgery was performed with no relief noted. The lens remains implanted. The association between the reported symptoms and the intraocular lens is not known. More info has been requested.

Event description:
The implanting surgeon provided additional info stating the patients symptoms did not improve with the use of various topical ophthalmic drugs, yag laser capsulotomy or prescription glasses.